Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station displayed black screen and is showing offline. A field service engineer reset and powered down aio. Also, replaced backup battery inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system resulted black screen. The station is showing offline. The customer reported that user was unable to issue medications to the patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device displayed a black screen and prompted password. A field service engineer reset and powered down all-in-one. Replaced the backup battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es system resulted black screen. The station is showing offline. The customer reported that user was unable to issue medications to the patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.